Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the table top illumination lamp exploded during surgery. A back up unit was used to complete the case. There was no patient harm. During the service visit, the company representative noted the bulb that exploded was not a company bulb.

Manufacturer narrative:
The company service representative examined the system and was able to confirm that the lamp did explode inside the illuminator module. However, the company service representative also confirmed that the customer used non-company lamps. The company service representative found system messages (sm) ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ and ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿ in the event log. The company service representative removed glass debris from the illuminator compartment of the system and replaced the illuminator module with a new one, which also comes with a company brand lamp. Unrelated to the reported event, the company service representative found tray arm issue. The locking blade on the tray arm was replaced and the tray arm was adjusted to resolve the issue. The system was then tested and met all product specifications. The illuminator module was received and a visual assessment of the returned sample showed debris of the exploded lamp inside the illuminator. The system was manufactured on november 20, 2012. Based on qa assessment, the product met specifications at the time of release. It should be noted that sm ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ will first trigger when the lamp does not turn on and therefore no illumination is provided to the ports. Subsequent attempts to turn on the lamp after sm ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ is displayed will result in sm ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿. The root cause of the reported event can be attributed to the customer using a non-company brand lamp. The manufacturer internal reference number is: (B)(4).